Manufacturer narrative:
H3: product analysis : part # 55750015540 :lot # h6054762 visual inspection did not reveal any damage to the screw. Functional inspection confirmed the pedicle head of the screw was able to pivot on the shank head as intended. No fault found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having percutaneous pe dicle screw (pps) procedure for t11 vertebral fracture. It was reported that during insertion of the screw, loosening of the screw occurred in the vertebral body. The screw was not working well and since the patient had osteoporosis, there was concern about postoperative slack, so the screw was replaced. The issue was found during initial preparation, before the screw was inserted. There were no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.